Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records and device sample evaluation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A 12/14 cocr femoral head and a continuum liner were returned. Visual evaluation of the head identified the following: there is dark debris and a thread like pattern in the taper hole. No other damages were observed. Sem analysis revealed the following: the taper of the returned device was reviewed via optical microscopy using a digital microscope. The taper was assigned a goldberg score of 4. A score of 4 corresponds to: damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. Evaluation of the returned products does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00801803202, femoral head +0x32mm dia, lot: 61634941, part: 00784301106, por full-CT fem st 11x160mm, lot: 60732009, part: 00-8757-048-02, continuum tm shell multi 48 gg, lot: 61448860, part: 00-8752-008-32, hxpe liner elevated gg 32, lot: 61487442, part: 00-6250-065-30, trilogy bone scr 6.5x30, lot: 61687174. This product was previously reported under: 0001822565-2018-05022. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05023.

Event description:
It was reported that a patient underwent a right total right hip arthroplasty and subsequently, the patient underwent a revision of the head and liner due to pain, elevated metal ions, and adverse local tissue reaction due to in-vivo implant corrosion approximately seven years later. Patient¿s operative reports that during the procedure upon entering the joint, the surgeon noted large bulbous soft tissue reaction. Unsuccessful aspiration of fluid attempted. There was a large amount of white hypertrophic devitalized synovial tissue with intermised fluid. Corrosion noted at the head trunnion junction. Abductor muscles devitalized. No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. The patient underwent a revision procedure due to pain, elevated metal ions, altr, and corrosion. The patient's cobalt level was 9.3 and chromium was at 4.5. The MRI report identified posterior pseudocapsule, alval, and gluteus medius tendon tear. During the procedure, a large bulbous soft tissue reaction was noted. There was a large amount of white hypertrophic devitalized synovial tissue with intermised fluid. Corrosion was observed at the head - trunnion junction. There was no metallosis seen. The liner had wear from the entension impingement on posterior rim. The head and liner were revised. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.